Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported experiencing an adverse skin reaction after 5 days of wearing an adc freestyle libre sensor. The customer experienced symptoms described as allergic reaction and itching and had contact with a healthcare professional who prescribed gentamicin 1% (topical antibiotics) cream for treatment. There was no report of death or permanent impairment associated with this event.

Event description:
A customer reported experiencing an adverse skin reaction after 5 days of wearing an adc freestyle libre sensor. The customer experienced symptoms described as allergic reaction and itching and had contact with a healthcare professional who prescribed gentamicin 1% (topical antibiotics) cream for treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(4) has been returned and investigated. Visual inspection has been performed, and no issues were observed. The sensor patch adhesive was intact. No other issue was observed. The extended investigation has also been performed. Dose audit reports and environmental monitoring reports, including bioburden and endotoxin testing, were reviewed for the quarterly period during which this complaint unit was manufactured. No abnormalities were found, and the investigation showed all processes were effective. Thus, this complaint is not confirmed. No malfunction, or product deficiency was identified.